Event description:
It was reported that following a percutaneous coronary intervention (pci) via the left femoral approach, an 8f angio-seal sts plus was selected for use in 2009. A pre-deployment angiogram revealed no calcification or other anomaly at the common femoral artery (cfa) puncture site. The vessel lumen diameter was unk. A 7f medikit sheath was used during the procedure. Even though hemostasis was achieved by the angio-seal sts plus, a 3cm hematoma was formed at the puncture site. The procedure was performed through a single puncture. The pt was discharged from the hospital without swelling of the legs, infection, or allergy. The following month, the pt visited the hospital complaining of dull feeling in the foot. The pt was swelling around the knee toward the acrotarsium. The physician thought it was caused by the thrombus; however, an ultrasound was performed and no thrombus or pseudoaneurysm was revealed. The pt was prescribed antibiotics due to the possibility of an infection. Three days later, the pt visited the hospital again complaining that the foot went from bad to worse. An echography was performed and revealed an occlusion in the vein beside the puncture site. Six days later, surgery was performed and found that the tissues developed an approx 5.0 cm scar on the vein from directly above the puncture, and was occluded. The anchor and the collagen were removed. An evaluation was performed and there were no reported consequences to the pt. No additional info is available.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.